Event description:
Thank you for looking into this event. I have reported to the FDA medwatch reporting agency already in a 143 page report by fax on (B)(6) 2010 and u.s. Mail on (B)(6) 2010, but have not heard any reply from medwatch other than that you received it. I was unable to email because of having to send the fetal monitor strips, so for this event which will be the first of 3 that I plan to send to medwatch voluntarily due to potential and actual life threatening flaws on the avalon fm fetal monitoring system. This week beginning with this event which I will refer to as scenario #1. These events occurred at (B)(6) in (B)(6). The director of nursing, mr (B)(6) is aware that you may be calling him for the fetal monitor strips and computer generated notes on the system that already has a class 2 recall in place on this fetal monitoring system. It is my intent to demonstrate to the FDA under the voluntary medwatch reporting agency that the potential for life threatening harm exists in much greater frequency than the FDA is aware of. (B)(6). Thank you for your time and considerations in this matter. Also that these 3 events to be presented this week by myself were out of approximately 450 deliveries while the philips system was in place and I was only able to review approximately 200 of them before beginning these medwatch voluntary reports. Scenario #1 mother's chart # (B)(4) and date that event occurred was (B)(6) 2009. When looking at this 13 minutes of fetal monitoring strip notice that the material pulse with the use of a pulse oximeter is 70-80's. There is also an appearance of fetal heart tones in the 150-160's beginning mark at 1325 on (B)(6) 2009. There was a phone conversation that occurred on (B)(6) 2010 with lead application specialist. (B)(6), representing philips, healthcare after my personal discovery of the class 2 recall on (B)(6) 2009 at which time I generated 11 questions for philips healthcare on their fetal monitoring system. Present from the (B)(6) in (B)(6) was myself, (B)(6) - maternal child health director at the time and (B)(6) from biomed. With the conversation with (B)(6) on (B)(6) 2010, I asked the question, "have you had any reports of the fetal ultrasound transducer doubling the maternal heart rate?" She stated, "no". In the original philips fm 50 monitor manual pages 113-123, there is no mention to this type of problem. No where in the class 2 recall addendum is this addressed as well. But please note there is clearly a pulse oximetry with a maternal pulse of 70-80's and a fetal heart rate of 150-160's at the 1325 mark which continues for approximately 7 minutes at this 150-160's fetal heart rate range. When asking, (B)(6) from philips, healthcare if this would have happened with the 2 lead beat to beat maternal ECG, she did not know and it is not common practice to do so. This was (B)(6) pregnancy that presented with frank bleeding and over a 2,000cc blood loss by the time she delivered. Luckily, the fetal heart rate tracing wasn't the only tool for the fetal heart rate. The physician did a fetal ultrasound before potentially calling a stat cesarean section - that did not occur- and it was found the infant was without fetal heart tones. Philips had never heard of this "phenomena" until it was pointed out to them on (B)(6) 2010. So as presented in the class 2 recall itself on page 1 and page 2, the pulse oximeter was used, the "ccv" system was not employed because the mother's heart rate was below 100. A sonogram was used to verify fetal heart tones as outlined on page 1 and page 2 of the 17 page class 2 recall however. So the question is then raised, why is there a fetal monitoring tracing generated? And how often does this flaw occur? This flaw is being brought to the medwatch voluntary reporting agency because of its potential for harm to a misleading representation of fetal status and how may other times does this "phenomena" actually occur?